Manufacturer narrative:
(B)(4). One used lf1537 was received for evaluation and visual inspection found the jaws were locked and the latch retracted. The customer reported that the device locked making it difficult to open. The reported condition was confirmed. The investigation found the latch could not be released to open and close the jaws. The latch was jammed. The investigation identified the root cause of the reported event to be undetermined. Manufacturing non-conformances were reviewed and no entries pertinent to the customer's report were noted.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that the device locked and did not open during a gastroplasty procedure. It is unk howe the device was reopened. The customer noted that there was no bleeding, tissue damage, or tissue loss as a result of this issue.